Event description:
On october 2024, a patient was presented with functional mitral regurgitation(mr) and enlarged atrium for a mitraclip procedure. A mitraclip was implanted successfully. On an unknown date, recurrent mr was reported. On (B)(6) 2025, xt mitraclip was selected for implantation. During grasping the leaflets, posterior leaflet was torn. Mr was increased. The xt clip was removed from the anatomy. Mitraclip ntw was deployed for stabilization of first mitraclip. The mr remained unchanged post procedure due to damage in the medial commissure of posterior leaflet. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural conditions. The unchanged mr appears to be due to the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious hospitalization and unexpected medical intervention were results of case specific circumstances as the patient was hospitalized and another clip was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
On (B)(6) 2024, a patient was presented with functional mitral regurgitation(mr) and enlarged atrium for a mitraclip procedure. A mitraclip was implanted successfully. On an unknown date, recurrent mr was reported due to disease progression of heart failure. On (B)(6) 2025, xt mitraclip was selected for implantation. During grasping the leaflets, posterior leaflet was torn. Mr was increased. The xt clip was removed from the anatomy. Mitraclip ntw was deployed for stabilization of first mitraclip. The mr remained unchanged post procedure due to damage in the medial commissure of posterior leaflet. There was no clinically significant delay. No additional information was provided.